Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email address: (B)(6). Device evaluated by MFR? A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle is leaking around the needle. This occurred on 3 separate occasions. No serious injury or medical intervention was reported.

Event description:
It was reported that bd integra¿ syringe with detachable needle is leaking around the needle. This occurred on 3 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: two sealed cartons of 100 each and one plastic bag with 50 loose packaged integra syringes, confirmed to be from batch #7271522 (p/n 305270) were received. The samples were visually evaluated. Five syringes were each observed to have a loose thin 1/4¿ long piece of plastic foreign matter wedged between the needle hub and the syringe connection. The foreign matter was outside the fluid path. 245 syringes had no defects observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All 250 samples were tested for leakage at luer per procedure. 249 syringes passed the leak test.1 syringe failed leakage at luer test. The 1 syringe that failed had a piece of the foreign matter previously observed wedged at the needle hub, where the leakage occurred. The plastic piece of foreign matter was identified to be a separated part of the needle hub assembly. Potential root cause for leakage is the presence of the sliver of the plastic foreign matter at the point where the needle hub and syringe collar meet, preventing a secure connection. The likely root cause is syringe ¿ needle misalignment during assembly resulting in the damage to the needle hub. In some of the cases the damage resulted in a piece of the hub¿s plastic separating and becoming wedged in the collar, creating an insecure connecting, allowing for leakage to occur. As of 11 apr 2019, syringe-needle alignment at assembly has been added to be verified as part of the weekly total preventive maintenance checklist.